Event description:
Patient was revised due to valgus joint and scar tissue.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Provided information states the patient's joint was in valgus and contained scar tissue all over. Provided information also stated after removal of the implant, the surgeon thought the implant looked good. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated.